Manufacturer narrative:
Patient code: (B)(4)- no known impact or consequences to patient device code: (B)(4)- device operates differently than expected, (B)(4)- no display or display failure component code: controller, display.

Event description:
It was reported that the display would intermittently go blank for about 12-15 seconds. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He observed an intermittent display, going berserk for approximately 15 seconds when initially powering on. The issue could not be duplicated except when initially powering on. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.